Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the cable of the 8mm tip-up fenestrated grasper instrument was loose. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the loose cable on instrument was first observed intraoperatively while retracting tissue. The cable was a grip cable (silver colored).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.